Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the patient's urine was red in color. The impella was repositioned, and five hundred (500) cc of fluid were infused. Hemostasis for hemolysis was achieved, and the patient's urinary output improved overnight.